Manufacturer narrative:
(B) (4). Results of evaluation from aibonito plant indicate: fifteen companion units were received for evaluation purposes related to separated condition. Units were visually inspected. Evaluation was performed. Functional test was performed. During functional test units were connected to the one piece syringe luer, the units unwinged and some of them separated completely. Units will be send to round lake for additional evaluation. Further investigation was conducted by the failure investigation lab and the results are as follows: received three used samples. Evaluation: the samples received were forwarded from the plant for additional evaluation. All six flolink samples were individually attached to the received syringe per label copy and visually inspected for unwinding/separation. One sample exhibited a slight unwinding condition. However, it did not fully disengage/separate from the syringe. The remaining five samples remained fully intact. A visual inspection was then performed on each sample for gland protrusion and any other obvious defects including open vents. Additionally: the .170 dimension was also inspected on all six samples. Visual & dimensional results: all six samples passed the visual and dimensional inspection. Because the reported issue was not replicated, the complaint evaluation will not be confirmed.

Event description:
The customer reported to their baxter sales representative (bsr) that they are having issues with a monoject flush syringe, product code unknown, lot number unknown, that is unwinding themselves off of the flolink luer activated device, product code 2n9060, lot number unknown. This is rectified by changing the valve. This is not lot specific. The customer is not convinced it is the valve, but would like it investigated because one of the nurses actually had a body fluid exposure from it. The patient lost an unknown amount of an unknown body fluid. The syringe popped off with such force that the normal saline/body fluid sprayed up into the nurse's face. The nurse was wearing glasses but her face was exposed. The patient was tested for communicable diseases and the results were negative. There was no further injury to either the patient or the nurse, both are in good condition. No additional information is available.